Manufacturer narrative:
A ge representative evaluated the system and replaced the video cable connector. System operates as intended.

Event description:
Customer reported the left monitor intermittently goes black. No patient injury was reported.